Event description:
It was reported that during use on ceasarian section case, the unit's coagulation function was not working. Three non-medtronic pencils were tried with same result. Biomed tried another unit and it finally worked fine. There was a delay in proceeding for unscheduled c-section and infant birth. The baby required full resuscitation and transfer to higher level of care after birth.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on ceasarian section case, the unit's coagulation function was not working. Three non-medtronic pencils were tried with same result. Biomed tried another unit and it finally worked fine. There was a delay in proceeding for unscheduled c-section and infant birth waiting for unit to be troubleshooted and replaced. The baby required full resuscitation and transfer to higher level of care after birth. Adverse event was related to the procedure.

Manufacturer narrative:
Additional information: b5, g3 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.